Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device did not power on during use. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio control performed a clinical review of the reported event and it indicated that the device was unable to be powered up during use; as a result a 4-minute delay to analysis and potential treatment occurred. It was determined that the device use may have contributed to the patient outcome. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device did not power on during use. The patient associated with the reported event did not survive.